Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the inner diaphragm of the 511sd and both oneseals tore losing pneumo. The case was completed with an add'l trocar and oneseals. There was no consequence to the pt.